Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please let us know the outcome of the x-ray and provide details of any additional planned or taken intervention to remove or locate the broken piece.

Event description:
It was reported that during an unknown procedure, the surgeon could not re-open the jaws, he had to force the handles to open. Instrument broke. The surgeon noticed after the case that a part of the I-blade is missing. The surgeon will do x-rays to see if the missing part of the blade is still inside the patient. The patient was stable following the procedure.